Manufacturer narrative:
The product will not be returned for analysis; however, the conclusions are currently being formulated about the event based on the information provided. No conclusion is made at this time. This is one of three reports based on this literature article. This report is being submitted to capture the four events in which a patient experienced in-stent thrombosis. The other two reports related to this article are MFR reports #'s 1058196-2015-00110 and 1058196-2015-00112. UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI is unavailable.

Event description:
It was reported in the literature article ¿endovascular treatment of unruptured wide-necked intracranial aneurysms: comparison of dual microcatheter technique and stent-assisted coil embolization¿ by starke, r; durst, c; evans, a; ding, d; raper, d; jenson, m; crowley, r and liu, k, journal of neurointerventional surgery 2014; 0:1-6. There was delayed in-stent stenosis and in-stent thrombosis in patients treated with sac (stent-assisted coil embolization). Patients were treated with either dual microcatheter assisted coil embolization of stent-assisted coil embolization, 120 patients were included in the sac group. The sac group was maintained on dual antiplatelet therapy, pre, during and post intervention. The mean age of the patients was 57 + 1.5 years. In the patients treated with sac, symptomatic delayed in-stent stenosis occurred in five (5) patients and in-stent thrombosis occurred in four (4) patients. Two (2) patients treated with sac had aneurysm growth after intervention and were retreated with microsurgical clipping and thrombus resection. No product information was reported and the devices remain implanted thus unavailable for analysis.

Manufacturer narrative:
None of the complaint devices were available for analysis and no sterile lot number information was provided thus no DHR could be performed. Cerebral aneurysm, cerebral thrombosis and cerebral stenosis are all known potential adverse events associated with the sac (stent assisted coiling) procedures and are listed in the IFU as such. All products are 100% inspected prior to leaving the manufacturing facility and there is no evidence of a manufacturing related issue. Review of the available information suggests that target lesion, parent vessel, patient and pharmacologic issues may have contributed to the reported events.